Event description:
It was reported that this right ventricular (rv) lead was repositioned due to intercostal stimulation a few weeks after implantation. No additional adverse patient effects were reported. The device remains in service.